Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was over 500 mg/dl, which was addressed by administering manual injections. Reportedly, the customer had lantus and novolog as alternate insulin therapy.